Event description:
The patient reported that while using the system and playing with the cat on the floor, the system suddenly went to full power causing intense pain. It was noted that the leads were placed cervically. The patient managed to turn the system off and down but was quite distressed and in pain. The patient reported that channel 1 (left arm, 4-7) took about 15 button presses of the down arrow to get to zero. Channel 2 (right arm, 0-3) took about 70 presses to get to zero. An impedance check showed a possible fracture of electrode #2. Impedance readings of >4,000 ohms was noted on electrode pairs 0-2, 1-2, 2-3, 2-4, 2-5, 2-6, 2-7. Testing in the emergency room gave no response on channel 2 presenting program 2+3- when taken to 8.5v. A previous review of these settings in 2007 gave therapeutic stimulation at 3.5v. The electrode configuration was changed from 2+3- to 0+1-. The new setting gave therapeutic stimulation at 2.1v. A new upper limit of 4v on both channels was programmed. The patient recovered without sequelae and was happy to continue using the system with the new program and new limits. There was reported to be no patient injury.

Manufacturer narrative:
(B) (4).